Event description:
Customer stated, "pad works intermittently. Moving pad around and saw sparks" product was returned. Customer did not claim injury. Investigator observed no evidence of sparking. The investigator determined that the user was laying on or folding the pad while in use. This caused an internal component to break. This breakage caused the pad to work intermittently as the user reported. IFU states, "do not sit on, lie on, or crush pad. Avoid sharp folds".